Manufacturer narrative:
The device was evaluated and the returned unit was found to perform the uv radiation as designed. Unrelated to the reported event, the evaluation revealed the device had a missin component which inhnibits opening the device while it is in use.

Event description:
Healthcare professional reported uv-flash device did not perform it's designed ultra violet radiation. Patient subsequently diagnosed with peritonitis, hospitalized and treated with vancomycin. Healthcare professional does not know if peritonitis due to the device malfunction or not. Per healthcare professional, patient "now doing fine".